Manufacturer narrative:
(B)(4).

Event description:
It was reported that during change out procedure the right ventricular set screw was difficult to remove despite several wrenches being used. The set screw was finally removed and the device was explanted successfully. No additional information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.